Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, encapsulation, pain, hair loss, lack of memory, feeling that your breast is withers, muscle pain, joint pain, fatigue, sleep disturbance.

Event description:
Patient reported left side recall prostheses, ruptured, encapsulation, pain,feeling that her breast is withered. Muscle pain, fatigue, joint pain, hair loss, lack of memory, and sleep disturbance were also reported but are not device related. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
Healthcare professional additionally reported left side capsular contracture baker grade ii. Device was explanted.